Event description:
It was reported that a system error (se) 2367 alarm occurred on a homechoice (hc) device during dwell three of five. The patient was connected at the time of the alarm. The technical service representative (tsr) found no assignable cause or prior alarm during troubleshooting. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.